Manufacturer narrative:
Per, additional information from the customer. The device was reprocessed, cleaned and sterilized, before it was returned to olympus. It is unknown, if the reprocessing steps at the material residue point deviated from the instruction manual. This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 5 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the auxiliary water channel could not be identified. The suggested event is detectable and preventable, by handling the device in accordance with the following sections of the instructions for use: the instruction manual gif/cf/pcf-190 series operation manual chapter 3: preparation and inspection, describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5: reprocessing the endoscope, describes how to prevent the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope did not relay an image. This issue was identified during preparation prior to a procedure. The device was returned to olympus for evaluation. During evaluation, foreign material was found in the auxiliary channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects reported.

Manufacturer narrative:
During testing, the reported issue was confirmed; the device relayed no image and showed an error message e216 (scope communication error). This issue likely occurred due to corrosion on the plug unit. Functional testing of the device also showed the bending angle in the up direction did not meet specifications. Visual examination found the following additional issues: the air/water cylinder was discolored; the software flexible circuit board was corroded due to water leakage; the scope connector case was stained; the circuit board in the scope connector was dirty due to water leakage; the cable unit was corroded due to water leakage; and the adhesive on the bending section cover was detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.